Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
7 out of 9 connectors of the tigerpaw system ii device were not engaged. The stapler was used to complete procedure. There was no bleeding based on this event. There were no patient negative effects.